Event description:
A report was received that the patient was unable to charge the ipg and it was noted to be not functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was unable to charge the ipg and it was noted to be not functional. The patient will undergo an ipg replacement procedure.